Event description:
While attempting to monitor a patient (age & gender unknow) the device was unable to obtain an ECG signal. There was no adverse effect to the patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.